Manufacturer narrative:
Lot number not provided by the complaint; therefore, the expiration date is not known. The device is not being returned therefore, a failure of the complaint device cannot be completed. Lot number not provided by the complainant; therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported a pt had a celero securmark placed on (B)(6) 2013. "Recently [exact date unk] the pt's allergist contacted the physician stating the pt is complaining of pain and itching at the implant site and states this may be an allergic reaction". It is unk if intervention was required. We have been unable to obtain additional info surrounding this event.